Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was reported that the station failed to cross patient orders with the server. The technical support specialist (tss) had confirmed with the customer that the stations were no longer in disconnected mode and that the network issue had been resolved itself. A follow-up call verified that patients were crossing as expected, with no further updates from the customer. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patients were not crossing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or inj uries reported based on this event.